Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via email of high blood glucose readings and hospitalization. The customer stated that she had ems assistance due to low blood glucose recently. The customer stated that she did not believe it was the result of a pump malfunction. The customer declined to talk to the 24 hour team.